Event description:
It was reported that prior to starting a da vinci si surgical procedure the fenestrated bipolar forceps instrument tips were not aligned. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the bipolar tips were not aligned. The one grip was bent, causing side-to-side misalignment of the grips. There was a .1185 offset at the tips. The evidence was inconclusive, but the damage was likely due mishandling/misuse. Engineering also found the distal end of the main tube had two scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the main tube. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found. The instrument passed electrical continuity testing. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.